Manufacturer narrative:
The reported events for failure to capture and device sensing problem were confirmed. A complete lead was returned in one piece and was measured to be 58.5 cm. Analysis found full breach insulation degradation at 4.6 cm from the connector pin. The reported event for a helix problem was confirmed. The retracted helix had traces of blood and traces of blood was also noted on the inner coil. The cause of the reported event for a helix problem was due to blood in the helix region and blood on the inner coil and the cause of the reported events for failure to capture and device sensing problem were due to full breach insulation degradation.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14063. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and r-wave amplitude variation and the right atrial lead exhibited far r oversensing. A lead revision was performed and during the lead revision one of the leads exhibited helix damage. The leads were explanted and replaced. The patient was in stable condition.